Event description:
It was reported that a malfunction alarm with code malf 12 occurred, and the customer could not reset the pump due to charging supplies being at home. There was no adverse impact to the customer's blood glucose level. The customer had multiple daily injections to manage until the issue could be resolved, while technical support provided pump reset information and attempted follow-up communication, but the case was eventually closed due to no response from the customer.